Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 93 mg/dl and 203 mg/dl; 103 mg/dl and 230 mg/dl. Sets of results were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.